Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phacoemulsification of the handpiece stopped during two(2) procedures. The surgeries were completed with no harm to the patients. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. The handpiece was returned for investigation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The first handpiece was manufactured on april 1, 2015. Based on qa assessment, the product met specifications at the time of release. The second handpiece was manufactured on october 8, 2015. Based on qa assessment, the product met specifications at the time of release. The first handpiece was received for evaluation. A visual assessment of the returned sample did not show any visual nonconformity. The hp cable jacketing was unable to be penetrated with a fingernail. The hp was unable to be primed and tuned on a calibrated system due to system message (sm). Analysis of freda data shows 668 tunings with intermittent failures. Resistance between pins 9 (ground) and 8 (high electrode) was tested using a resistance test box and a digital multimeter (dmm). The dmm displayed a 338 ko resistance, indicating that the circuit was not open and therefore the hp failed this test. Disassembly of the hp revealed moisture ingress. The second handpiece was received for evaluation. A visual assessment of the returned sample did not show any visual nonconformity. The hp cable jacketing was unable to be penetrated with a fingernail. The hp was unable to be primed and tuned on a calibrated centurion system due to system message (sm). Analysis of freda data shows 226 tunings with intermittent failures. Resistance between pins 9 (ground) and 8 (high electrode) was tested using a resistance test box and a digital multimeter (dmm). The dmm displayed a 105 ko resistance, indicating that the circuit was not open and therefore the hp failed this test. Disassembly of the hp revealed moisture ingress. The root cause of the reported events can be attributed to moisture ingress into the hps. Internal investigations were opened to address these issues. (B)(4).